Event description:
During placement of gdc coil in anterior communicating artery aneurysm, there was spontaneous mechanical separation of the coil from its pusher at the junction of the pusher and the coil itself. This occurred at a time where all the coil except for two or 3 mm were inside the aneurysm and they were able to complete the embolization. Unfortunately, they had to settle for less than perfect results with a small amount of the coil protruding into the parent artery, and under packing. The pt was put on heparin drip to prevent clot formation at the coil/parent artery interface. Approx twelve hrs later, the pt suffered a large intraventricular hemorrhage that originated close to the pt's ventriculostomy site. This was possibly compounded by the heparin infusion.